Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine follow-up a pacemaker had reached safety mode. Technical services (ts) was consulted and recommended device replacement. The health care provider did not have model or serial number information at the time of the discussion with technical services. The local field representative has been contacted in an attempt to reach out to the clinic to obtain additional information. At this time evidence suggests the pacemaker remains in service. Additional information was received that the device involved was explanted and a new device was implanted. It was noted that the explanted device was disposed of by the hospital, and they did not recover model and serial information. No product is expected to be returned.